Event description:
Report rec'd from pt that she was in a jacuzzi that "malfunctioned" and burned her. Pt reported that the burn "was only over the implanted piece and there is a burn mark there." Pt was instructed to contact her physician for follow-up and eval of the burn. Attempted follow-up with physician was unsuccessful. No further info on this pt or device is available.